Event description:
It was reported that the patient experienced a clicking sound and from then on he was no longer able to hear with his device. Then he touched his speech processor and the area around the implant site and he was able to hear soft noises for a while, but since then his system stopped working totally. No external injuries could be identified. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.